Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Pt they had to have a battery revision by an hcp in fl. Pt explained that their implant was originally located "to the right of their spine" then "in early 2020" the (ins) battery moved closer to middle of back. Pt described it got to where it was very uncomfortable when they sat down b/c it felt like it was moving <(>&<)> kept getting more uncomfortable. Pt said hcp relocated it closer to their hip side. Pt commented they are not very happy with the way it is now b/c it does not feel the way it did in the beginning. They have been having pain in the area where the battery is implanted adding the skin even feels like it was bruised. Pt said their current pain doctor looked at it without touching it saying he did not see any infection. Pt remarked that they had gained a lot of weight (about 40 lbs) over the past two years so they didn't know if the battery was pushed a little too tight. About every third time they followed up with hcp they would also meet with a manufacturer representative so they were aware of <(>&<)> was present for the ins relocation procedure. The ins was also reprogrammed when they went back for post op appointment. Pt also mentioned they have a really hard time since the revision with the external devices finding the ins during recharging. Pt said they have to hold the antenna in position with there had to keep it from loosing connection where as with the original location they could just sit in a chair with the antenna flat over the ins. Pss suggested pt try using the recharging belt. The patient was redirected to their healthcare provider to further address the issue. Pt said it was no longer feasible to travel to florida to see hcp so they no loner have a managing scs hcp in il b/c they would have to travel over an hour.